Event description:
Both adult and peds jackson rees ambu's have a defect in the equipment. The triangle holes that are cut out are partially block by the inside plastic that was not cut appropriately affecting the amount of oxygen that is delivered. Multiple lot #'s: 1001202424, 1001205618, 1001199507,1001163004, 1000350689, 1001199506, 1001163004.